Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2014-08787 / 08789).

Event description:
It was reported patient underwent a hip procedure on (B)(6) 2014. During the procedure, surgeon had difficulty inserting the lag screw to the end after the nail was implanted. The lag screw and nail were removed. A second nail was implanted but the guide would not disengage. The nail was removed and another nail and instrument kit was utilized to complete the procedure.

Manufacturer narrative:
Evaluation of the returned device revealed that it was assembled properly with the set screw in the correct position. The device functions as intended and the alleged failure could not be duplicated